Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the (B)(6) connector of a minicap transfer set was separated from the mainbody of the twist clamp. This was noticed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the light blue main body. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the reported condition was a manufacturing related issue of inadequate solvent application during assembly. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.